Event description:
The procedure was a left acl, anterior cruciate ligament reconstruction using a hamstring autograft. On insertion of the screw into the femoral tunnel, the tip of the screw broke deep in the tunnel and could not be removed. Upon consultation, the physician decided to leave the screw tip in and place a second screw into the femoral tunnel.